Event description:
It was reported that during guide wire shaping the tip seemed strange, but it was used anyway. The guide wire became stuck in the guiding catheter and separated. The entire guide wire was able to be removed from the pt with the removal of the guiding catheter. The guide wire was re-shaped so many times, some metal fatigue was applied to the tip and the tip separated. Reportedly, there was no pt injury.